Event description:
It was reported by the customer that the pyxis medstation es top shelf of the "pyxis 2" medication tower has experienced a failure of its brackets, resulting in a medication shelf being placed atop another medication shelf. A customer reported that the user was unable to dispense medication, although the tower door was operational, granting the user access to all medications stored behind it. The problem was identified as being related to the clips that secure the shelves. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that tower shelf all supports broken. A field service engineer replaced shelf support clips to resolve the issue. The system functioned as intended after field service engineer troubleshooting.